Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 430 mg/dl and 146 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.